Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after initiating a supply change and attempting to fill the tubing, they never saw drops after going all the way up to 130 units. The user was tired and decided to toss all supplies, waiting until the morning to try again. The issue from (B)(6) 2025 could not be determined because the user had thrown everything away. An agent assisted the user in the morning on (B)(6) 2025, successfully helping them complete a full inset supply change and resume insulin delivery. The agent advised the user to call in the moment for better assistance and troubleshooting, which the user understood.